Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a bumpy rash on her back, chest and face. It was reported that when the patient scratches the area the bumps turn black. The patient's doctor prescribed an ointment for the irritation. It was reported that the doctor was unsure of the cause of the irritation. It was later reported by the patient's nurse that he believes the irritation to be chicken pox and not related to the lifevest but was unable to confirm. The outcome of the irritation is not known.